Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ insulin had a bent hub. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd ultra-fine¿ insulin had a bent hub. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the hub was bent. The returned syringe was examined and exhibited a barrel tip deflection. Sample was forwarded to manufacturing (holdrege) on 07sep2018 for further review. On 11sep2018, holdrege received one (1) 0.3ml, 12.7mmj syringe from an unreported batch number. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The needle assembly (hub, cannula and shield) was disassembled from the remainder of the syringe and damage to both the barrel tip and hub core were noted at this time. The damage to the barrel tip appears to align with the damage to the hub core. The resulting damage is the cause for the hub angularity, as it was observed within the fully assembled device. Probable root cause is likely to be a misalignment during assembly on the metro, resulting in both the damage noted to the individual components above, as well as the overall visual deformity of the syringe of itself. Unable to perform DHR check due to unknown lot number. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.